Event description:
Reportedly, during pt use, while the ventilator was connected to the ac power supply, "backup battery failure" alarm occurred. The pt was manually ventilated and transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, add'l pt info was not provided.